Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that upon review of the pump data, the contact observed that basal delivery stopped at 10am. There was no reported impact to blood glucose. Tandem technical support reviewed pump data and basal rate did not appear to have stopped. Call with contact disconnected prior to further discussion regarding event. Although multiple attempts were made to follow up with the contact, no reply was received.